Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. The device was serviced more than one year ago, therefore a full service history review was not performed, however, the device passed all check and calibration tests. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 1997. A request for the device was made and return procedures were initiated. A review of the device history record was performed and revealed that the device had been reconditioned/serviced since its original manufacture date. The device is no longer in its original manufacture condition. An event history review and a service history review will be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. It was unknown if therapy was ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available at this time.